Event description:
It was reported that stent thrombosis occurred. Five stents were implanted, overlapping in the right coronary artery (rca), including a 3.50x12mm ion¿ stent which was implanted in the proximal rca. It was noted that the stents were all well positioned and apposed in the lesion. The procedure was completed and the patient was given plavix. Two to three hours after the procedure, the patient got sick and started vomiting and also had st changes. The patient came back to the cath lab and it was discovered that the 3.50x12mm ion stent had thrombosed. It was noted that the other four stents implanted in the lesion were patent. The stent thrombosis was treated with balloon angioplasty and the physician changed the patient¿s medication from plavix/aspirin to brilinta/aspirin as the physician believed that the patient did not have time to break down and absorb the plavix. No further patient complications were reported and the patient¿s current condition is fine.

Manufacturer narrative:
Di: (B)(4). Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).